Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified battery communication time out. During the functional testing the reported issue was able to be duplicated. Reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. The root cause of the issue was due to the customer failing to complete the upload process after replacing the main board. Uploaded software from base (interconnect board) to pump's head (main board) by performing power point process. Upgraded device software.

Event description:
It was reported that the pump exhibited battery failure.the battery was replaced and still would not charge. No patient injury or involvement was reported.